Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed sepsis from the lumbar spine and was brought to the hospital for magnetic resonance imaging (MRI). After MRI, the implantable cardioverter defibrillator exhibited backup vvi operation with no defibrillation function. A device restoration was successfully performed. The patient was inpatient for sepsis and was in stable condition after the device restoration was completed.